Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. The condition could interrupt insulin delivery and contributed to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose level rose to 306 mg/dl. When he checked the pod, he noticed that he could smell insulin, and that the cannula had dislodged from the infusion site.